Manufacturer narrative:
H6; code 400: broken firing belt. Visual inspections & results: cartridge condition; ab na. Cartridge returned batch number; ab na. Condition of knife; ab good. Condition of wedges; ab good. Firing handle condition; ab good. Is knife present; ab yes. Lockout indicator; ab na. Staples present in instrument; ab no. Functional tests & results: was instrument cycled; ab no. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported incident may have been caused by damage to the internal components. The instruments were returned non-functional. The instruments were disassembled and were found to have broken firing belts. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
The device was used during a hysterectomy procedure. It was reported by the affiliate that the instrument did not work properly. There was no pt consequence.